Event description:
It was reported that there was a water leak from the inflation valve during pretest. Per additional information from the investigator via email on 06feb2019, the catheter and syringe with cap were returned from the complainant. Upon further investigation the syringe was short filled and was found to be defective due to an observed piece of plastic stuck between the wall of the syringe and the plunger gasket. Additional information was provided by the international business center via email, on 12feb2019 that there was no issue with the catheter and the failure was against the syringe. Medicon confirmed with the sales rep that the event was not water leakage from the catheter, but water leakage from the syringe (prior to use). Additionally, the returned syringe had a cap and its plunger was in original position.

Manufacturer narrative:
The reported event was confirmed as manufacturer related. The evaluation found plastic debris from the plunger stuck or trapped in between the gasket and inner wall of the barrel. This caused void or channel and water leaked out. There was a possibility that this defect was created during the molding or syringe manufacturing process at supplier side. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[shape configuration and principles]. Bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves." Correction: d4.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a water leak from the inflation valve during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water leak from the inflation valve during pretest. Per additional information from the investigator via email on 06feb2019, the catheter and syringe with cap were returned from the complainant. Upon further investigation the syringe was short filled and was found to be defective due to an observed piece of plastic stuck between the wall of the syringe and the plunger gasket. Additional information was provided by the international business center via email, on 12feb2019 that there was no issue with the catheter and the failure was against the syringe. Medicon confirmed with the sales rep that the event was not water leakage from the catheter, but water leakage from the syringe (prior to use). Additionally, the returned syringe had a cap and its plunger was in original position.